Event description:
It was reported that prior to surgery, it was observed that the cutter would not spin in the attachment device. This event was not occur during surgery. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the cutter would not rotate in the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to or indicative of normal wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information provided based on the device evaluation: the assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.